Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet experienced intermittent bluetooth connectivity issues with a dexcom g7, resulting in pairing failures to the ilet, after which the system reconnected during calls and following a device restart; education and troubleshooting were provided, and no alerts or alarms occurred. Symptoms included no reported adverse physiological effects and no impact to blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting over the phone and device restart, with confirmation of successful reconnection and restoration of glucose data display. Investigation of this case revealed a transient communication failure between the ilet and the cgm transmitter that resolved with standard reconnection steps, indicating normal device function after reset. It was concluded, based on previously established findings for similar reports, that the cause was attributable to temporary wireless communication interference or user-environment factors.